Event description:
International affiliate reports patient returned to hospital with increasing swelling and scar widening from a previous surgery in the lumbar region. X-rays revealed that the condition was exactly above an implanted transverse connector. Revision surgery was performed and a set screw connecting a j-hook device to the spinal construct was found to have loosened.

Manufacturer narrative:
No definitive conclusions can be made. The cause of the set screw loosening cannot be positively determined. However, construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device. It is possible that movement of the devices as a result of the setscrew loosening resulted in the reported swelling, and wound healing condition. At this time, the complaint is considered to be closed.